Event description:
Reportedly during a periodic follow-up, it was recorded several episodes of non-sustained vf that were due to oversensing in the ventricular channel. No therapies were applied. Preliminary analysis showed suspected ventricular emi or myopotentials.

Event description:
Reportedly during a periodic follow-up, it was recorded several episodes of non-sustained vf that were due to oversensing in the ventricular channel. No therapies were applied. Preliminary analysis showed suspected ventricular emi or myopotentials.